Event description:
It was reported that the patient's generator was believed to be prematurely depleting as the patient was at 50-75% of battery remaining after being implanted last year. Device history records were reviewed and the device was not laser routed, so it would not be susceptible to premature battery depletion due to laser routing. No additional or relevant information has been received to date.